Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes due to concerns of oversensing on the right ventricular (rv) lead channel. Upon review of the stored ventricular episode, ts observed that on the right atrial (ra) channel, the patient appeared to be in an atrial flutter (af) arrhythmia. Further review of the episodes, ts determined that there was crosstalk oversensing of the af on the rv lead. The hcp noted that the patient is on antiarrhythmic medication to treat the patient underlying arrhythmia and has been in normal sinus since the ventricular episode. Ts discussed reprogramming options with the hcp. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.